Manufacturer narrative:
The field service engineer (fse) performed a visual inspection of the device and determined that there was an issue with the ECG cable due to malfunction of ECG cable. The fse suggested to replace it with new ECG cable in order to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG cable issues. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.